Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that the box was empty. It was reported that the plug was missing from the box.